Manufacturer narrative:
The pump was received with a blank display due to cracked case at battery tube side, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify failed battery alarms due to blank display. The pump was also received with scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. The customer stated that insulin pump compartment or spring was damaged or corroded. No harm requiring medical intervention was reported. The device will be returned for analysis.